Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct performed on (B)(6) 2011. According to the complainant, while preparing for the case, the device was tested outside the patient, but the basket was not able to be extended. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; basket tip detached.

Manufacturer narrative:
Device code 3123 relates to 2547 for the malfunction found of tip detached a visual examination of the returned device found contrast residue on the device indicating possible procedural use. The basket was in the closed position, and the basket tip was disengaged and not returned with the device. No issue with the coil assembly was noted. Functionally the basket failed to extend due to the basket wires catching on the inside of the coil assembly due to the detached tip. The coil assembly was removed from the device to expose the wire basket assembly and it was found that the wires were even spaced and not deformed, and basket wire ends were without issue. A material review of the sub assembly basket component confirmed the basket tip conformed to the manufacturing specifications. The condition of the returned incident device was consistent with the complaint that the basket won't open. However during device evaluation it was also noted that the basket tip was disengaged and not returned with the device. A material review confirmed the device met manufacturing specifications. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).